Manufacturer narrative:
E1 field: establishment name: due to limitation of text characters added here: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that with the flex deflectable videoscope distal end image noise occurred when angulation. When noise was present, the image makes it difficult to recognize the subject. The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: b5, h2, h3, h6, h8, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image noise occurs during angulation due to positioning failure of the angulation lever. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.